Manufacturer narrative:
Device is combination product. (B)(4). A visual and microscopic examination identified stent damage. Strut rows in the middle section of the stent were raised, misaligned and stretched. A visual and microscopic examination identified severe kinks along the entire length of the hypotube. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Pre-dilatation was performed with a 2.5 x 12mm maverick balloon. The 2.75 x 12mm promus element stent delivery system was advanced, but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.